Manufacturer narrative:
The axium coil was returned for evaluation and the clinical observation was confirmed. As received, the implant coil was found damaged and stretched, but attached to the pushwire with the polypropylene filament intact. The instant detacher was not returned as it was discarded. The axium pushwire was found broken on its proximal end with the broken release wire extending out. The proximal end of the pushwire containing the actuator interface crimps was not returned. Additionally, the pushwire was found bent at the proximal end. The pushwire was intact distal to the break indicator at the manual detachment location (via hypotube). All other subassemblies appeared to be normal and no other anomalies were observed. During evaluation, the pushwire was intentionally broken distal to the break indicator and the release wire was pulled out from the broken location for evaluation of the coin. The implant coil detached as intended. The instant detacher and the proximal end of the pushwire containing the actuator interface crimps were not returned; therefore, any contributing factors from these could not be assessed. The cause for the difficulty during detachment with the instant detacher could not be determined. In regards, to the difficulty during manual detachment, the pushwire did not break in the correct location. All parts of the pushwire which could affect the detachment were found to be within specifications. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the event cause could not be determined. The lot history record review showed no discrepancies that may have contributed to the reported event. A supplemental report will be sent in once the device is received and evaluated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small unruptured, saccular basilar tip aneurysm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that the physician tried to detach the coil two times with an instant detacher and one time with manual method (breaking of the hypotube as presented in the instructions for use, but the coil did not detach. The physician attempted to retrieve the coil so upon retrieving the coil was out and the rest of the coil mass was compromised and clot was formed. Re-pro was administered to treat the patient. Other coils were used and procedure completed. No patient injury was reported.